Manufacturer narrative:
D9: date returned to mfg; 8/8/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable cause could not be determined. It was found that the downstream occlusion(dso) seal was degraded. The dso seal was replaced.

Event description:
It was reported that the amber light was not functioning, and the downstream occlusion was damaged during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.